Manufacturer narrative:
Additional narrative: x-rays ((B)(6) 2013) device received by manufacturer for review/investigation on (B)(4) 2015. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I reviewed the complaint report and x-ray images. I can confirm the nail breakage.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke in the area of the hole for the blade post-operatively. A revision procedure took place on (B)(6) 2014. Patient outcome unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the proximal femoral nail anti-rotation (pfna) broke through the proximal oval locking hole (lead-through for the spiral blade) close to the area of the bone fracture. The pfna is made of stainless steel. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna is in compliance with the international standards. The dimensions of the cannulated pfna (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Inside the proximal locking hole and on the spiral blade gliding, wear marks and corrosion marks were shown. Corrosion results from micro-movements between the pfna and the spiral blade. The micro-movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the distal fracture surfaces of the pfna using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the pfna and ran into the material. After breaking, the two nail fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is clear indication of a fatigue process. Sem observations and finding showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (osteoporosis, pseudo-arthrosis) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product codes for this report include hwc. It is unknown if the device was explanted during the revision procedure that occurred on (B)(6) 2014. Device is expected to be returned for review/investigation by the manufacturer. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history report: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufactured in bettlach. Manufactured on march 6, 2013. Expiry date: march 1, 2023. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.